Event description:
Facility reports unit failed to deliver anesthesia on surgical pt. Propofol label in use with 60cc monoject syringe. Physician noticed pusher block was loose and not advancing and no alarm sounded. Physician took over infusion manually. No pt injury reported.